Manufacturer narrative:
Device manufacturing date is unavailable. On 05/30/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
The site deputy neurosurgery reported that while in a cranial procedure, their navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. A navigation system re-start restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided. The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.